Manufacturer narrative:
Qn# (B)(4). The customer returned a ra-04122 arterial kit assembly (spring wire guide (swg)/tube and catheter over needle). Visual and microscopic examination revealed the swg had a slight bend with offset coils near the distal tip. No biological signs of use were identified. These anomalies were most likely a result of failed attempts to pass the swg into needle before patient use. The swg was not able to pass functional testing (see section below), so the needle hub was removed. No obvious visual defects were found within the needle cannula or the needle cannula opening. The slight bend and offset coils were located approximately 15 mm from the distal end of the swg. The inner diameter (ID) of the needle cannula near the proximal end measured 0.017", which is within the specifications of .0165"-.0180" per needle cannula drawing. However , the inner diameter (ID) just below the needle cannula opening measured .014". This is not within the specifications of .0165"-.0180" per needle cannula drawing. The location of the smaller ID is consistent with the location the swg would not advance past during functional testing. The outer diameter (od) of the needle consistently measured approximately .0250" in all measured locations. This is within the specification per needle cannula drawing. The returned swg's od measured .390 mm, which is within the specifications of .381-.404 mm per swg graphic. A lab inventory ra-04122 arterial kit assembly (swg/tube and catheter over needle), was used for functional testing during this investigation. The lab inventory swg's od measured .387, which is within the specifications of .381-.404 mm per swg graphic. To functionally test the returned arterial device assembly, attempts to pass the swg through the needle cannula were made. When the swg was advanced from the proximal end of the cannula, the swg was only able to advance just below the small opening within the cannula. When the swg was advanced from the distal end of the cannula, the swg could not advance into the opening within the cannula. The swg stopped at the same location when advanced from either end of the cannula (at 11 mm from the proximal end of the needle cannula and 72 mm from the distal end of the needle cannula. A lab inventory ra-04122 arterial kit assembly (swg/tube and catheter over needle) was used for functional testing. Both the swg from the lab inventory kit and returned swg were able to fully advance through the lab inventory needle with no issues. However, the lab swg could not advance through the returned needle. Just like the returned swg, when advanced from the proximal end of the needle, the lab swg was only able to advance just below the opening within the cannula. A lab inventory long gage wire with an od of .251 mm could advance all the way through the needle, which indicates the needle is not completely occluded or blocked. This indicates that the defect is within the returned needle cannula. The swg/needle resistance is mostly caused by the decrease in the inner diameter of the needle cannula just below the cannula opening (measured during dimensional inspection). A lab inventory long gage wire with an od of .251 mm could advance all the way through the needle, which indicates the needle is not completely occluded or blocked. A device history record review was performed with no relevant findings. The customer complaint of swg/needle resistance was confirmed based on functional and dimensional testing of the returned arterial device assembly. When advanced from the proximal end of the needle cannula, the returned swg and a lab inventory swg were only able to advance just below a small opening within the cannula. The ID measured just below the needle cannula opening measured .014". This is not within the specifications of .0165"-.0180" per needle cannula drawing. This indicates that the swg/needle resistance is mostly caused by the decrease in the inner dimeter of the needle cannula. A device history record review was performed with no relevant findings. Since the needle is a purchased product, the probable cause of this issue is supplier related. A non-conformance request has been initiated to further investigate this complaint issue.

Event description:
The customer reports the doctor found the puncture needle broken prior to patient use.

Manufacturer narrative:
(B)(4). Preliminary investigation of the returned device indicates spring wire guide/needle resistance - kinked.

Event description:
The customer reports the doctor found the puncture needle broken prior to patient use.